Manufacturer narrative:
To date the lens remains implanted and therefore not explanted. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw a tiny black thread in the healon when the intraocular lens (iol) was injected into the patient's eye. The thread was gone when the healon was removed from the eye. Reportedly, the patient has been under control and everything is fine. The lens remains in the eye and the outcome is perfect. No incision enlargement, no sutures were used and no vitrectomy was required. No further information was provided.

Manufacturer narrative:
Corrected data: additional information was received and the customer stated that the thread was coming from the healon pro (manufacturer report number 3004750704-2018-00028). There is no alleged deficiency or malfunction related to the intraocular lens. No further reports will be submitted under this manufacturer report number 2648035-2018-00431. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.